Event description:
It was reported to philips that during the daily self-check, it was discovered that the heartstart xl defibrillator could not be powered on. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator/monitor, indicating that during the daily self-check, the device could not be powered on. Available details indicate that, since the device is out of warranty, the user chose alternative channels to resolve the issue, and the device is now functioning normally. No further details regarding the repair were provided. The device remains at the customer's site, and no further evaluation is warranted at this time. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.